Event description:
While performing post-maintenance spirometry tests on themselves, an operator of the model 2450 became lightheaded, dizzy and experienced a voice change. The symptoms disappeared rapidly and there was no pt involvement.